Event description:
Device 1 of 3. Reference MFR report: 1627487-2013-1573 and 1627487-2013-1574. It was reported the patient's leads became disconnected from her ipg. It was also reported the patient has not charged her ipg since (B)(6) 2012, due to her leads being disconnected. The patient was advised against revision surgery at this time since she is being treated for a blood clot in her lung.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.